Manufacturer narrative:
The quick connector with the dislodged/displaced spring will be returned with the freedom driver to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.

Event description:
The customer reported that the right driveline quick connector spring of the freedom driver was dislodged/displaced while the driver was supporting a pt. The customer also reported that the connector was attached but not properly aligned and she had difficulty depressing the thumb release tab. The pt was subsequently switched to a companion 2 driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because although the freedom driver quick connector spring was dislodged/displaced, the freedom driver continued to perform its life-sustaining functions. While it can be difficult to depress the push button to release the quick connectors when the spring is not seated correctly, it is possible to disconnect them by using additional force.